Event description:
Pt with silicone implants placed in 1975 while in another country. Diagnosed with breast cancer in 8/98 and underwent right radical mastectomy at that time. Surgery at this time for left simple mastectomy, removal of ruptured silicone implant, free silicone, and placement of bilateral tissue expanders for reconstruction.